Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen via an implantable pump. It was reported the patient had worsening pain at the pump site on (B)(6) 2021. No actions were taken at that visit. On 2021-sep-01, the hcp planned for pump revision as soon as possible. On (B)(6) 2020, the pump was repositioned more medially and inferior but still within the left lower quadrant. It was indicated the event was related to the device or therapy. The patient noted some surgical pain but improvement, on (B)(6) 2022, and the issue resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.